Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sm43114225) that was used with the complaint device was returned for evaluation on (B)(4)2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, receiver ((B)(4)), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. A calibration and paring test was performed during the interior inspection and the tests failed. The reported event of an intermitten out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.